Manufacturer narrative:
Additional information about the incident has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A leaking from the catheter hub was reported.

Manufacturer narrative:
Customer reports device was removed and re-evaluated. No issues found with the explanted device. No investigation required.